Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was sometimes high and low. The customer reported that her blood glucose was 458mg/dl and caller stated she keeps getting a message to calibrate and caller cannot calibrate blood glucose so high. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose was 413 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for years. Caller states that she has all symptoms of low blood glucose, shaking, sweating, anxiety, mental confusion, and belligerence, inability to follow simple commands, weakness, and fatigue. Based on customer report customer does not allege pump was over delivering. The customer stated that she will call back to resume the low blood glucose protocol. The insulin pump will not be returned for analysis.